Event description:
It was reported that during the impaction of the liner, the surgeon cleaned out the cup multiple times to place the liner. Each time when the surgeon pulled on the liner to see if it was locked in, the liner came out. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110017103 lot# 7336598 g7 finned 3 hole shell 52e the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. One liner was returned and evaluated. Upon visual inspection there is damage to the locking feature and to the scallops of the device. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.